Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nocturnal low blood glucose of 60 mg/dl without recent food intake, medication changes, or preceding hyperglycemia, and the event was managed with oral glucose juice bringing levels back into range. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.